Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the new transducer protector is producing pressure, allowing air into the circuit. This is causing complications in the patient¿s treatment and causing a potential blood loss situation. The staff is changing out the transducer protector to the old style. Upon follow up, it was noted that there was minimal blood loss in some cases, however, the exact amount was not known. There was no patient injury or medical intervention required as a result of this event. There are no sample or companion sample available. Additional information requested but to date has not been obtained.